Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information, the returned photo and the retention samples. The referenced photo from showed the actual sample composed of one piece of heplock connected to the IV catheter hub and a one piece cut tube inside a bottle, both with traces of blood. The catheter tube was cut near the hub and observed to be flattened with uneven edge surface. The cut tube inside bottle measures approximately 32cm and dent was observed near the cut portion. Based on the results of our investigation, the root cause of the complaint could not be determined. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. There was no damaged or deformed catheter tube that might lead to the complaint. Retention samples were also valuated for catheter tube and catheter hub fitting force. All samples passed. Incoming inspection for the catheter tube raw material is being conducted through verification of inspection report and certificate of analysis from our supplier. We also have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that it was noted there was resistance when flushing the heparin block on a patient that had undergone cardiac surgery. On removal of the angiocatheter, it was noted the hub of the angiocatheter was attached to the dressing and other part of intravascular cannula was missing. The angiocatheter was a terumo surflo 20g with length of 1.25" which was inserted in operation theatre on (B)(6) 2018. An x ray of the forearm and elbow confirmed that the retained broken angiocatheter was found in cubital fossa. A paediatric surgeon and vascular surgeon were urgently consulted for the right elbow exploration and removal of foreign body was done on the patient. The patient was stable after the surgery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update the device evaluated by MFR section and to provide the completed investigation results. The actual sample was returned to the manufacturing facility for evaluation. The actual sample was an IV catheter cut into two pieces. Both of the broken ends were observed flattened and unevenly cut. It was noted that on the broken tube, there is a pinched and slightly twisted portion near the end, as well as presence of dent marks. Based on the evaluation of the received actual sample, the broken catheter tube possibly happened during usage. The appearance of the broken ends of the tube, where it is flattened and unevenly cut, is mostly an indication when an object (particularly a hollow tube) is raggedly cut. There were also dent marks noted and a slightly twisted and pinched portion near the broken end. Referenced to our simulation, if the catheter tube was initially damaged during insertion, the created hole will likely result to leakage during usage hence it will not be used. As informed through the complaint details, the broken catheter tube was reported after 10 days which evidently indicates that the catheter tube was used effectively/efficiently prior the tube breakage. Moreover, similar appearance of the actual sample was created when the catheter tube was intentionally cut during the simulation. We also have 2 stages of 100% visual inspection that can trap catheter tube defects which might lead to catheter breakage. Current condition of our process is assured as there were no chances of catheter damage on the machine parts that have direct contact on the tube. These parts are made of material that will prevent such occurrence.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional investigation results in the section. Based on the results of our investigation, we cannot identify the cause of the problem to be related to our products or production process. Based from the appearance of actual sample and from the result of simulation, the nature of the complaint is not related to re-insertion but most likely similar with cut tube. This is the first time we received this kind of condition of broken catheter tube from tcl market. We have not encountered breaking or tearing of the catheter tube in our process. The catheter tube is made up of material which has high tensile strength and does not break easily even when a strong force is applied. Different test confirmations as well as simulation showed that it is more probable that the tube will be completely detached from than hub rather than to be broken when force is applied. Furthermore, simulations also revealed that if the catheter tube was puncture or initially damage prior the application of force, the tube breaks easily at the puncture site but both ends of the tube elongates / stretched. Additional simulation was conducted to further justify the investigation. The simulation was conducted at sr6 flange station since it is the only station that apply heat. Gradual increase on temperature was set at flange formation with different levels of temperature to confirm possible melting of the catheter tube. Result showed no melted catheter tube. Simulated samples were tested for catheter and catheter hub fitting force to confirm catheter tube will be break and if the appearance is similar to the complaint. The catheter tube was stretched/elongated or detached from the catheter hub assembly after the test. No breakage of tube was encountered.